Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high impedance and capture were observed on the rv lead. Lead revision was scheduled. Patient was stable.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. Patient was stable.